Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(4) 2018 . It was reported that there was no granuloma, and the patient had seen a new hcp. There was no catheter rupture, the catheter was removed due to being in the way of surgery.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported it was uncertain whether the patient had a catheter tip granuloma or catheter rupture and a second catheter was put in. The patient had a semi urgent surgery done 13 days ago in which they cut off a segment in the spine and tied the catheter off. The hcp did not perform the surgery and it was unknown how much catheter was removed. The patient had two catheters in place. The hcp was not certain if the catheter that was taken out was the functional or non-functional catheter. The hcp planned to perform a dye study to check if the catheter that was intrathecal was the functional catheter and if not he was going to aspirate the catheter the had been tied off to release some pressure and leave it in minimum rate mode. The pump was programmed to minimum rate mode (B)(6) 2018. No further complications were reported.